Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 26499b, reader sn (B)(6). Repeat cue covid-19 tests performed on (B)(6)2023 and (B)(6) 2023 provided a negative results. Customer performed binaxnow antigen tests on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 all resulting as negative. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information.

Event description:
Customer reports receiving potential false positive results for three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 3. See (B)(4) for alternate false positive results. Individual 3: customer reports individual received a potential false positive result on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn unknown, lot unknown, reader sn:(B)(4). No further information provided regarding this false positive event.